Event description:
According to the intial reporter, the tip of the rongeur broke off during back surgery. According to the reporter, the broken tip was probably easily removed because the reporter would have been notified if that was not the case. However, because this was back surgery, the reporter believes the patient was at risk as a result of this breakage.